Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31347847l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebral infarction. At the time of the procedure on (B)(6) 2024, bubble error occurred multiple times. The pump was set at the same height as the drip bag, and when the pump installation position was lowered, the bubble error no longer occurred. No further action was taken because errors no longer occurred at the site on the day. However, the patient was reported to have cerebral infarction. CT (computed tomography) scan was taken due to a movement disorder in the patient's hand, and the CT scan showed that a suspicious finding of air was recognized. Patient improved. However, they required extended hospitalization for observation. The physician believes that the cause may be either product-related (including catheters) or procedure-related. No evidence of char/thrombus/clot was reported. No issue with flow rate was reported.